Manufacturer narrative:
As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection revealed no anomalies. Electrical testing did not indicate conductor fractures or internal shorts. The extended helix measured within specification. The cause of the reported event could not be conclusively determined.

Event description:
An issue was reported with the right atrial (ra) lead. Repositioning was attempted but was unsuccessful. The lead was explanted and replaced and the patient was stable. Additional information was requested but is not available.